Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the midline incision site and had an opened wound. It was noted that the patients infection was not device or procedure related. The patient was given an antibiotics. The patient underwent a procedure wherein ipg and leads were removed.